Event description:
Reason for revision unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl, date of revision: (B)(6) 2011. Update received 29 may 2013: product codes, lot numbers. Update - querying reason for revision and stem details , added additional surgeon, additional hospital, all mw fields, expiry dates and manufacturing dates. Taken from claimsuite dated 5th jan 2015. (B)(6).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl, date of revision: (B)(6) 2011. Update received 29 may 2013: product codes, lot numbers. Update - querying reason for revision and stem details, added additional surgeon, additional hospital, all mw fields, expiry dates and manufacturing dates. Taken from claimsuite dated 5th jan 2015. Additional hospital: (B)(6). Additional surgeon: (B)(6) update - reason for revision. Taken from claimsuite and email dated 19th jan 2015. Reason(s) for revision: alval / soft tissue reaction / metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA(B)(4). Addendum added 05 jul 2017. The complaint was reopened as additional information received from crawford. Reason(s) for revision: alval / soft tissue reaction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.